Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the lens tore. The lens was cut up to remove from the pt's eye and there was no pt injury, no enlarged incision or sutures.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found half of the lens optic torn off and missing. One haptic was torn off and was found stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusion: no conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.